Event description:
This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (post# FDA-2014-n-0736-0886, awareness date on 26-aug-2015). It refers to a female patient who had essure (ess205) (fallopian tube occlusion insert) inserted. Consumer stated that she was suffering from essure for 10 years. She had a hysterectomy in (B)(6) 2015. Surgery result showed that her coil was pushing through the side of her fallopian tube. She also experienced pain during essure therapy. Additional information received on 15-sep-2015 (ptc - product technical complaint). Ptc global number: (B)(4). Ptc result: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had pain during essure therapy. She had a hysterectomy ten years after essure insertion and surgery result showed that her coil was pushing through the side of her fallopian tube (interpreted as fallopian tube perforation). This fallopian tube perforation is serious due to required intervention and listed in the reference safety information for essure. Considering the nature of this event and, the compatible temporal relationship and lack of alternative explanation, this perforation is assessed as related to essure. This case is regarded as incident since a device removal was required (implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect no active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
(B)(4).